Event description:
Reporter indicated that they believe that the pt has experienced an increase in seizure frequency along with a change in seizure type since stimulation was initiated approx one week post-implant. It was reported that the pt's "whole body jumps" and that the pt's device was programmed higher than 0.25ma output current. Investigation to date has been unable to determine the cause of the reported increase in seizure frequency and change in seizure type.